Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms during bolus and basal delivery. Reportedly, when the occlusions occurred, the customer cleared the alarm and resumed insulin delivery. Recommendation was made by tandem technical support to call at the time of the event so troubleshooting could be performed. The customer acknowledged. There was no impact to the customer's blood glucose level.